Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated a 12.6mm vticm5_12.6 implantable collamer lens, -10.00/+2.0/092 (sphere/cylinder/axis), got caught in the injector during loading and tore. There was no patient contact. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown.